Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for fecal incontinence and urgency frequency. It was reported she was having worsening symptoms, urination more frequently, accidents with bowels on the morning of (B)(6). The patient mentioned she thought she had an infection because she was going to the bathroom so much. It was noted the patient began the trial on (B)(6). Additional information from the patient on (B)(6) reported she was hurting and, in the hospital, due to an infection. The patient also stated the ens battery was low. There were no further complications that have been reported as a result of this event.